Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure to properly insert the cannula or to determine its root cause. Lot qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported that the cannula didn't insert properly at the insertion site. She took her blood glucose (bg) level and it was 78mg/dl, so she gave herself a bolus. An hour and a half later, her bgs rose to 190 mg/dl, so she gave herself another bolus. An hour and a half later, her bgs rose to 292 mg/dl and she tried to bolus again, but she noticed that insulin was leaking onto the adhesive.